Event description:
It was reported that the patient presented in the clinic. Upon interrogation, the right ventricular (rv) lead exhibited low pacing impedance which triggered the polarity switch. Programming changes were made. There were no patient consequences.